Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned an air dermatome device for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this air dermatome three times. The last repair was (B)(6) 2017 where it was reported that they were having trouble adjusting the depth and the device was evaluated with no components replaced.. This is not a related issue. Product review of the air dermatome revealed that the motor was hard to turn and the bearings were rough. The calibration was out of specifications at the 0 setting only. The motor would not run do to the motor and bearing problems. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical which included replacement of the bearings, seal and retaining ring, motor, and o-ring. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection since during initial inspection there was no leaking noted. The root cause of the device leaking air at the connection cannot be specifically determined with the provided information since during initial inspection there was no leaking noted in the repair checklist. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device was leaking air at connection. No adverse events have been reported as a result of this malfunction.